Manufacturer narrative:
(B)(4).

Event description:
It was reported (B)(6) 2010 that the pt experienced right leg swelling. The pump dose was increased. The pt had also noted increased morning spasms following the dose increase. The pt had reported this to the hcp, but was uncertain if he should be taking oral baclofen; he had not yet had an eval of the device. The pt had the same issue last year and he recalled that device troubleshooting was performed. Results of that session were not reported. It was reported (B)(6) 2010 that the pt never had therapeutic effect and had a change in therapy effect. The pt had experienced swelling in his legs and loss of therapeutic effect since the pump was replaced. The pt believed there was something wrong with the catheter and pump. The pt "would rather not have a pump if he suffers from swelling so bad". No diagnostic studies had been performed. The pt was at home at the time of the report. The pt was looking for another hcp for a second opinion. It was also noted that the pt "had the same problem when the catheter was clogged in 2008". It was also noted that the pt experienced withdrawal and overdose in the past "due to a doctor error with programming and a kinked catheter". It took a month to get back to normal due to the overdose. Additional info has been requested from the hcp, but was not available as of the date of this report. Please see MFR report #3004209178200804406 regarding issue with a clogged catheter.